Event description:
Customer reported on a capsule that has been retained for 6 weeks. The customer was advised to remove the capsule.

Manufacturer narrative:
(B)(4). There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental.